Manufacturer narrative:
Product event summary (B)(4): the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient presented to the emergency room (ER) with resting heart rate in the low 30's. Device interrogation was initiated; however, with no response with the programmer or magnet. Therefore, the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4092 implantable pacing lead: (B)(6) 2006. (B)(4).